Event description:
It was reported that the needle hub broke. The hub broke during insertion and blood withdraw could not be performed. The event occurred in the hemo department. As a result, a new kit was opened and used to complete the procedure. There was a delay in treatment, but no harm was caused to the patient. No complications or death occurred to the patient.

Manufacturer narrative:
Manufacturer control number: (B)(4).